Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 31mm amplatzer amulet left atrial appendage occluder was selected for implant on (B)(6) 2024 using a 14f amplatzer torqvue 45x45 delivery sheath. The patient was in sinus rhythm during the procedure. The patient's left atrial pressure was initially 7 and was raised to 11 after 400cc of heparin was administered. Transseptal puncture was inferior posterior. During the procedure the delivery sheath was introduced to the left atrial appendage (laa) over a pigtail catheter. The device was implanted with one deployment of the lobe and disc. There were no partial or full re-captures. There was minimal interaction within the laa. It was noted that there was adequate distance from the pulmonary artery at the landing zone to avoid any complications. On the same day the patient went into cardiac tamponade. The effusion location could not be determined through surface echocardiogram. Pericardiocentesis was performed and 110cc of blood was drained. The patient status at that point was stable. Roughly an hour and a half later it was observed that the drain was not continuing to fill, but an effusion could be seen on transthoracic echocardiogram (tte). 250cc of blood was removed and it was noted that the blood was very dark. It was determined that if the blood was from the left atrium or the laa, it would still be bright red and have high oxygen saturation. The physician suspected the aspirated blood was from the right atrium and thought the injury likely occurred during transseptal puncture with a non-abbott device where it had seemed the wire did not cross, but then looked as though it had "popped through". One hour later the patient's activated clotting time (act) was tested and it was still 210 sec. It was noted the highest the patient's act was during the procedure was 340 sec. It was noted to be unusual for heparin to not metabolize quicker. It was determined that protamine was thought to have been administered but it had not. The patient was administered protamine. The following morning the patient status was stable and the device position was stable. It was noted that the protamine helped close the leak.

Manufacturer narrative:
An event of pericardial effusion lead to cardiac tamponade was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. There are multiple risk factors for pericardial effusion after a left atrial appendage closure procedure, including anticoagulation status of the patient, maneuvering of the guidewire or sheaths within the heart, the trans-septal puncture, or the stabilizing wires on the amulet puncturing the laa. A pericardiocentesis was performed. The patient status was stable. It was suspected the aspirated blood was from the right atrium and thought the injury likely occurred during transseptal puncture with a non-abbott device where it had seemed the wire did not cross, but then looked as though it had "popped through". The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident was due to procedure conditions but could not be confirmed. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that a 31mm amplatzer amulet left atrial appendage occluder was selected for implant on (B)(6) 2024 using a 14f amplatzer torqvue 45x45 delivery sheath. The patient was in sinus rhythm during the procedure. The patient's left atrial pressure was initially 7 and was raised to 11 after 400cc of heparin was administered. Transseptal puncture was inferior posterior. During the procedure the delivery sheath was introduced to the left atrial appendage (laa) over a pigtail catheter. The device was implanted with one deployment of the lobe and disc. There were no partial or full re-captures. There was minimal interaction within the laa. It was noted that there was adequate distance from the pulmonary artery at the landing zone to avoid any complications. On the same day the patient went into cardiac tamponade. The effusion location could not be determined through surface echocardiogram. Pericardiocentesis was performed and 110cc of blood was drained. The patient status at that point was stable. Roughly an hour and a half later it was observed that the drain was not continuing to fill, but an effusion could be seen on transthoracic echocardiogram (tte). 250cc of blood was removed and it was noted that the blood was very dark. It was determined that if the blood was from the left atrium or the laa, it would still be bright red and have high oxygen saturation. The physician suspected the aspirated blood was from the right atrium and thought the injury likely occurred during transseptal puncture with a non-abbott device where it had seemed the wire did not cross, but then looked as though it had "popped through". One hour later the patient's activated clotting time (act) was tested and it was still 210 sec. It was noted the highest the patient's act was during the procedure was 340 sec. It was noted to be unusual for heparin to not metabolize quicker. It was determined that protamine was thought to have been administered but it had not. The patient was administered protamine. The following morning the patient status was stable and the device position was stable. It was noted that the protamine helped close the leak.